Event description:
During a remote follow-up, the device was not able to be interrogated with radio frequency (rf) telemetry. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.